Event description:
It was reported that when device was being removed from pocket, loss of capture was noted. The new device was attached to lead and loss of capture continued. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.